Event description:
It was reported that the shaft of the 2.5 x 12 mm nc trek balloon separated prior to use in the patient. There was no patient involvement reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.